Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by not feeling well. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date in the same month as the onset, the patient began treatment with ciprofloxacin (750 mg for 4 days, given orally) and then switched to levofloxacin (levaquin) (500 mg for 1 week, given orally) for peritonitis. On an unreported date in the same month, ciprofloxacin and levofloxacin were discontinued and the patient was switched to gentamycin (100 mg for 2 weeks, given intraperitoneally) for peritonitis. On an unreported date in the next month, gentamycin was discontinued. The patient was recovering from the peritonitis event and dianeal therapies were ongoing. No additional information is available.